Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to scan barcodes to remove medications. The technical support specialist directed to the oracle genesis team to work on recovery, database shrink and manual syncing to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the users were unable to scan barcodes to remove medications. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.